Event description:
It was reported that while processing a unit of cord blood using the device, detached tubing was noted after centrifugation (600g for 10 minutes at 20 degree celsius). Upon removal of the device from the centrifuge bucket, insert and biohazard bag protector it was discovered that 1 ml of cord blood had leaked from the set. Further evaluation revealed that the tubing attaching the 200ml to the 150ml transfer bag had completely detached from the 200ml bag. The cord blood unit was successfully transferred, processed without further incident and tested negative for bacterial growth {ftm & tsb media up to 14 days}. The device was not retained for further evaluation.

Manufacturer narrative:
The device involved in this event was not retained for return to the manufacturer. Accordingly a direct evaluation was not possible. Manufacturing analysis: based on the events described the cord blood unit was successfully transferred into the 200ml bag component of the device without leakage. Based on previous similar investigations, a tubing detachment can be the result of an assembly deviation or due to improper placement of the device by the user during centrifugation. Below are possible contributing manufacturing causes: below are potential manufacturing root causes for detached tubing: insufficient solvent applied during the bonding process. Incorrect insertion of the tubing into the bushing during the bonding process. Without the ability to examine the implicated sample a conclusive cause for the detachment cannot be determined. A review of the manufacturing history records for the lot number revealed that the lot was manufactured according to approved procedures and met all specifications for product release. No deviations were recorded during manufacturing that would have contributed to the leak reported. Summary: the cause of the reported malfunction is indeterminate. Unless substantially significant information becomes available, this constitutes a final report.